Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Bd technical support troubleshoot with customer over the phone. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was initially reported that the syringe module incorrect volume using 3ml monoject syringe. It was noted that the order of a "test patient dose" was 0.95 ml (actual volume in the syringe) but the device read it as "0.71 ml." The customer then stated that the syringe is "not the recommended bd or monoject soft pack one." Bd interoperability consultant assisted the customer with the issue and asked to test device using an approved bd 3 ml syringe. After doing this, the customer reported that "it¿s spot on for most of my testing this am with one variance of 0.01 ml (alaris stated 0.94 ml available, but I drew back to 0.95 ml), which is well within expected tolerance of the syringe and syringe module." The issue occurred during product testing in a non-clinical area. There was no patient involvement.

Event description:
It was initially reported that the syringe module incorrect volume using 3ml monoject syringe. It was noted that the order of a "test patient dose" was 0.95 ml (actual volume in the syringe) but the device read it as "0.71 ml." The customer then stated that the syringe is "not the recommended bd or monoject soft pack one." Bd interoperability consultant assisted the customer with the issue and asked to test device using an approved bd 3 ml syringe. After doing this, the customer reported that "it¿s spot on for most of my testing this am with one variance of 0.01 ml (alaris stated 0.94 ml available, but I drew back to 0.95 ml), which is well within expected tolerance of the syringe and syringe module." The issue occurred during product testing in a non-clinical area. There was no patient involvement.

Manufacturer narrative:
Omit : c20 - no findings available and d15 - cause not established. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.